Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high thresholds. It was determined that there was a microdislodgement. The lead was successfully repositioned two weeks later.